Event description:
The event is reported as: the cuff on the tube is not deflating or inflating properly. No pt injury reported. Reported issue detected prior to pt use.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.